Event description:
It is reported that a loss of capture was observed. Lead insulation anomaly suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.